Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation was conducted with outcome as follows. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: a journal article was received. It was reported that patient fell and sustained a olecranon fracture 11.4 years after primary implantation. The fracture was fixed and the prosthesis reassembled without needing removal. Devices analysis: the device analysis could not be performed as no product was available for investigation. Possible causes for the reported event according to dfmea # (B)(4), intraoperative bone fracture -> due to wrong positioning, wrong size, insufficient surgical technique. Possible, as it was reported, the patient had a bone fracture. Therefore could be that intraoperatively, a damage to the bone occurred which contributed to fracture when falling. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol was unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A journal article of shoulder and elbow surgery was received. The journal reported that one patient fell against a car door, 11.4 years after the index operation, causing an olecranon fracture, and disassembly of the prosthesis. The fracture was fixed and the prosthesis reassembled without needing removal. The received journal was "the long-term outcome of the gschwend-scheier-b&#264;ler iii elbow replacement" (ewan bigsby, mark kemp, nashat siddiqui, neil blewitt, frcs - tr orth).